Event description:
A leveen superslim needle electrode was used during radio frequency ablation of a tumor in the left lung of and adult male pt in 2007. According to the complainant, "... The tine[s could not be] pull[ed] into the cannula." It was reported that the physician was able to continue the procedure (eight ablations performed at two sites) with this device. No complications were reported as a result of this event, and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
Examination of the returned device noted tissue residue visible on, and between, the tines of the electrode array. Dimensional measurements confirmed that: the working length of the probe; the outer diameter of the distal end of the handle; and the outer diameter of the flared end of the cannula; met the mfg specifications. An electrical continuity check confirmed connectivity between the probe array and the device handle. A functional verification confirmed that the electrode array could be extended and retracted; however, the needle cannula was immovable. Based on the visual examination and the functional verification, the needle retraction problem may be attributable to the tissue residue on the electrode tines. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed three add'l complaints recorded for this lot (each for the same issue- difficulty in retracting the needle). A CAPA is in progress to further investigate the reported failure mode.